Event description:
On (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a type ii endoleak originating from two sets of lumbar arteries and aneurysm enlargement from 4.3 cm pre-operatively to 5.7 cm. It was reported there also appeared to be thrombus within in the right iliac artery at the distal portion of the contralateral leg component (unknown which lot). The thrombus was reportedly pushing in on the device and causing a lack of wall apposition. It was reported there was no evidence of a distal type I endoleak. On (B)(6) 2014, coil embolization of the lumbar arteries was performed to treat the type ii endoleak. An additional contralateral leg component was also implanted to provide additional radial force at the distal portion of the contralateral leg component implanted in the right iliac artery. The additional device was reportedly implanted intentionally covering the hypogastric artery. Final imaging showed good wall apposition in the right iliac artery and resolution of the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Initial reporter¿s complete address - (B)(6).. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxt261412/05795348 and pxc181200/05728079.